Manufacturer narrative:
Initial reporter address - (B)(6). Gore has requested additional information from the reporter.

Event description:
It was reported to gore that a patient alleges to have experienced pain, dyspareunia, erosion, and recurrence after having been implanted with a gore-tex product. It was also reported that the patient underwent an additional procedure approximately 11 years later. Additional event specific information has not been provided.

Manufacturer narrative:
(B)(4) additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: an operative report dated (B)(6) 1998 indicates pre- and post-operative diagnoses as stress urinary incontinence, vaginal prolapse, enterocele, and rectocele. The patient underwent a ¿laparotomy, vaginal vault suspension, marshall-marchetti-krantz, repair of enterocele abdominally, and repair of rectocele.¿ after repair ¿posterior to the vagina, closing the enterocele and picking up the redundant tissue¿an incision in the peritoneum over the hollow of the sacrum was made and two gore-tex sutures were sutured to the periosteum of the sacrum and the gore-tex patch was then sutured to this and tied. The peritoneum was closed and the apex of the vagina was identified, and sutured to the gore-tex graft using gore-tex suture, putting the vagina on a stretch posteriorly and horizontally and reducing the vaginal prolapse completely.¿ according to intra-operative notes dated (B)(6) 1998, a ¿gortex patch¿ was used during the procedure. However device brand name/sticker, catalog # and lot/serial #s were not noted in the records. An operative note dated (B)(6) 2003 states the patient underwent cystocele and enterocele repair. The patient ¿presented with complaints of pressure and falling symptoms in the vaginal area. She has had repair in 1998, which included a bladder suspension and rectocele repair. She presents now with an anterior wall defect. On exam, it was confined mostly to a cystocele and in light of the patient¿s previous repair, was consistent with a recurrent pelvic floor defect¿¿ there was no mention of a gore device in the (B)(6) 2003 records. According to office notes dated (B)(6) 2009, the patient presented with urinary incontinence. Operative notes dated (B)(6) 2009 indicate post-operative diagnoses of ¿rectocele, cystocele, stress urinary incontinence and vaginal vault prolapse.¿ the patient underwent ¿vaginal vault suspension with elevate posterior using portion dermis graft and anterior elevate cystocele mesh repair using intepro mesh and a mini arc mid urethral sling and intraoperative cystoscopy.¿ three non-gore devices were used in the procedure. ¿the patient then had the cystocele addressed which was opened in the midline and dissected out laterally until the sacrospinous ligament and ischial spines were palpable. The anterior fixating arms were placed into the white line using the stylet and helping to support the bladder neck and then the mesh secured to the vaginal apex anteriorly and the mesh arms placed again in the sacrospinous ligament for apical support. The mesh was trimmed to size and the vaginal mucosa closed with 2-0 vicryl interrupted figure-of-eight sutures.¿ there was no mention of a gore device in the (B)(6) 2009 records.